Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed while in use on the patient multiple invalid syringe size errors on pump when loading the bd 20 ml syringe. The pump recognized the syringe loaded as 10 ml syringe not 20 ml. Medication delivery error occurred involving 20 percent il (lipids). Lipids compounded into bd 20 ml syringe. ?no adverse patient effects were reported by the customer".